Manufacturer narrative:
FDA coding was missed in the initial report. Adding health effect impact code 4627. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding component code 568. This is a follow up report to add this additional code. Device received for this event is being corrected from ank c/x impl a8/d3.5/l8 catalog # 17-0542 to unknown ankylos abutment catalog # unk ankylos abutment. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 2408. Investigation findings code - 3221. The correct codes for this complaint are: medical device problem code - 1260. Investigation findings code - 3252. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.